Event description:
It was reported that the 6800 system had poor image quality and missing dose summary data. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dose summary data was found during the service call. The system was tested and found to be working as intended, and put back into service.